Event description:
It was reported that the system was explanted when patient developed infection after new ICD was implanted. At revision, externalized conductors were found. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.